Event description:
It was reported by the customer that the fingerprint reader was not working on a bd pyxis anesthesia es system located in endoscopy 1. Restarting the machine did not resolve the issue. The customer was urgently called into the room and was able to resolve the issue 1 hour later. This resulted in a delay in patient care, but no patient harm occurred. The pyxis was down for an estimated 12 hours the delayed medications were propofol, fentanyl, midazolam, glycopyrrolate, naloxone and much more. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5. D1, d2, d5, g2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 12-nov-2022 to 11-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was due to fingerprint reader failure resulted in a delay in patient care. A field service engineer confirmed that there was no malfunction/defect found from the device. The system functioned as intended after field service engineer accessed the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was due to fingerprint reader failure resulted in a delay in patient care. A field service engineer confirmed that there was no malfunction/defect found from the device. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system fingerprint reader was not working, restarting the machine did not resolve the issue. The customer mentioned that there was a 12-hour delay in patient care while a patient was on the operating table during endoscopy 1, but no harm occurred. The delayed medications were propofol, fentanyl, midazolam, glycopyrrolate, naloxone and much more. There were no adverse events or injuries reported based on this incident.